Manufacturer narrative:
E1: patient city: (B)(6) patient country: brazil h11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure

Event description:
Reference number (B)(4). Event occurred in brazil it was reported that patient faced infusion set leakage at the tubing event on (B)(6)2024. No further information was available.